Event description:
The port was placed in the subclavian vein. After about 1 year, when 22g wing needle pierced through the port bottom and the pt complained of pain. Therefore, the pt's incision was reopened and the port was replaced on 3/6/97.